Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump was delivering a bolus greater than two units and would go into suspend mode without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 3/19/2014 with the following findings: during investigation, a review of the black box showed that on 01/18/2014 and 01/17/2014, partial boluses were delivered due to a call service occlusions alarm with high force. The pump powered on with audible and vibratory features. During testing, an ¿ezprime¿ sequence and 24 hour duration test were successfully completed. A 10u audio bolus and a 10u normal bolus were successfully completed; pump did not suspend while performing a bolus greater than 2.0u. The history settings issue was not able to be duplicated during the investigation. There was no defect found.